Manufacturer narrative:
The returned sample was tested with lot 95080li01, as the complaint lot 02284be01 was not available for testing, and a non-reactive result of 0.10 s/co was obtained. Although there is no reference test method for the syphilis assay, the sample was also tested with mikrogen recomline treponema igm/igg methods to provide additional information to the customer. Mikrogen recomline treponema igm and mikrogen recomline treponema igg methods were negative for the sample. A retained reagent kit of lot number 02284be00 was tested to evaluate sensitivity. Results of this testing did not implicate that the performance of the used lot is negatively impacted. No false non-reactive results were obtained. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Manufacturing documentation was reviewed, and no issues were identified. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that (B)(6) architect syphilis results were generated for a patient sample that tested tppa (B)(6). The customer reported the (B)(6) result of (B)(6) to the physician but is concerned that the result may be (B)(6). No adverse impact to patient management was reported.